Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 700 mg/dl. The customer's current blood glucose is 144 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by insulin drip. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. The customer also stated that the insulin pump had blank and partial display. The insulin pump will be returned for analysis. Frn model unknown; unomedical - infusion set.

Manufacturer narrative:
After battery installation device power up properly and no blank display was noted. Device received with missing segments due to cracked and bleeding lcd glass was noted. Device received with high sleep current, problem isolated to lcd anomaly. However, device passed unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty force sensor restart (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.